Event description:
It was reported that the broach was not firmly attached to the broach handle. The broach handle was changed to the same one and the operation was succeeded.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the returned device is in used condition. The strike plate and handle body are heavily marked from impaction suggesting prolonged use. Functional inspection: the returned handle was able to be assembled to a sample omnifit broach, catalog: 1126-0810, and adequately retained the broach. Uupon attempting to remove the handle it was found that the actuator tip subcomponent was dissociated from the actuator rod component. The investigation determined the root cause of the event was dissociation of the actuator tip subcomponent from the actuator rod component due to a manufacturing non-conformance. Nc pr addresses this issue.

Event description:
It was reported that the broach was not firmly attached to the broach handle. The broach handle was changed to the same one and the operation was succeeded.